Event description:
According to the report, the aortic valve was explanted approx 11 yrs after implant, due to aortic insufficiency resulting from calcification of the aortic root, and retraction of the non-coronary cusp.

Manufacturer narrative:
This investigation is currently ongoing. Any additional info will be provided in a follow up report.